Event description:
A literature report described three patients with minimal corneal haze after lasik. The report conclusion indicated the femtosecond lasik suite is effective and safe in the treatment of refractive errors. Even though additional info was requested, no additional info will be provided.

Manufacturer narrative:
Even though additional info was requested, no additional info will be provided. De sa del fiol, renata, md, and wilson de freitas sr md "results in femtosecond lasik using 2 lasers," 2015 ascrs asoa symposium and congress, room 5a, san diego, april 21 2015, web. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).